Event description:
An adhesive issue with the adc freestyle libre 2 sensor was reported and sensor detached while changing clothes on the 4th day of wear. Subsequently customer experienced unspecified diabetic symptoms, seizure, and a loss of consciousness. Customer was able to regain consciousness and self-treat with an unspecified dose of insulin. Customer was additionally provided " sugar drops through IV and juice once they woke up" by non-hcp. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The exact date the incident occurred is unknown. The date entered is per the customer's report of "beginning of january." All pertinent information available to abbott diabetes care has been submitted.